Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) reset while delivering a pulse. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor reset while delivering a pulse. Upon evaluation, the sd card was cracked. The cause for the reset is the cracked sd card. The root cause for the cracked sd card cannot be positively identified but is likely a result of mechanical shock from physical impact. No adverse event resulted from the damaged sd card. The last pt to use this monitor did not report any deficiencies.